Event description:
It was reported, the screen is broken and the programmer will not boot up. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Overlay to screen was broken. Stylus pen tip was loose. Device had a system error and would not boot.